Event description:
It was reported the lead exhibited varying and increased impedance values. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the defibrillation conductor was fractured. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism, and the helix disengaged from the helical channel.